Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's spo2 cable and spo2 module.

Event description:
Customer reported an issue with the dpm 6 monitor, which may have affected spo2 monitoring. No pt injury was reported.